Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion bottom jaw of the device broke off in the joint. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-12990, batch number 75699, was received for evaluation. Visual inspection: the instrument button jaw was broken off, and the device showed heavy signs of wear. The laser marks faded, and there was discoloration all around it. Functional testing: the instrument could not be functionally tested due to a broken tip. However, a needle was introduced into the shaft to rule out any obstruction. No obstruction was found. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Devices with cutting functions or sharp points become dull with continuous use. This condition does not indicate a device defect; it indicates normal wear. The instrument year of manufacture is 2016.